Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 15 front cases with keypad were replaced. No further information is available.

Manufacturer narrative:
The customer reported that 15 front cases with keypads needed to be replaced was confirmed. Physical inspection noted the keypads were observed to be in good condition with no irregularities observed. During internal inspection, all the returned keypads were found with signs of fluid ingress where the flex cables meets the circuit layers. Testing performed on the returned keypads found all of the keys for 11 out of the 15 keypads were functioning as intended with the exception of the on keys on the keypads were not functioning. The remaining 4 keypads found various keys that were not functioning. The ac indicator lights did not illuminate on 7 of the 15 returned keypads. The proximate cause of the customer¿s experience with keypad failures is associated to be keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 02jul2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypads were provided for investigation

Event description:
It was reported that 15 front cases with keypad were replaced. No further information is available.